Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician at a hemodialysis (hd) user facility reported that a granuflo mixer tripped the ground fault circuit interrupter (gfci) and powered down while in dissolution. Reportedly, a clinical team member set the mixer to fill, left the back room, and then returned 45 minutes later. When the staff member returned, the smell of burnt electronics was present, and smoke had filled the back room, leaving the area hazy. No flames or sparks were visible. At that time, although no fire alarm was activated by the presence of smoke, the local fire department was contacted, and the user facility was evacuated. Approximately 12 patients had their treatments discontinued during the evacuation. However, no patient adverse effects were experienced and no medical intervention was required as a result of this incident. All patients resumed their hd therapies, when the facility was cleared for safe entry. No adverse effects were experienced by any patient¿s, staff, or any other individual as a result of the granuflo dissolution tank product malfunction. Following the event, the biomedical technician examined the granuflo mixer. A visual examination revealed that several components were melted and/or charred. The cables on the back of the control panel had evidence of charring and were covered in black soot. Additionally, the fill valve along with the wiring harness for the upper level sensor, were found to be charred and melted. No issues were identified with the electrical cord or the outlet. The biomed further revealed that there was no prior indication of a problem with the granuflo mixer. Reportedly, the biomed had performed preventive maintenance (pm) on the granuflo mixer on (B)(6) 2017 and found no issues with the device. The granuflo dissolution tank is available and will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. The granuflo dissolution tank was returned to the manufacturer for analysis. A supplemental medwatch report will be submitted upon completion of the device failure analysis. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
The mixer motor was the original component installed on the granuflo dissolution tank. The granuflo dissolution tank was returned to the manufacturer for evaluation.

Manufacturer narrative:
The granuflo mixer was received by the manufacturer for analysis. A visual examination found the fill valve and sensor cable to the control panel have burn damage. The sensor cable with burn damage was above the fill valve. The interior of the machine near the control panel box was found to be covered in soot and a plastic cover over the fill valve also have burn damage. The coupler above the transfer valve was found to be disconnected, dried concentrate was found around the transfer valve and dried concentrate was found on the granuflo pumping and tank. A large leak had sprayed the interior of the granuflo mixer with concentrate causing the fill valve to get wet and have burn damage. A review of the device manufacturing records was performed on the reported serial number. There was one (1) non-conformances and associated rework during the manufacturing process which could be associated with the reported event. Small leaks were noted between the pump fitting and the 1 inch union fitting and was resolved by taping the fittings. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the granuflo mixer revealed the presence of burn damage to the fill valve and the sensor cable to the control panel. Therefore, the complaint has been deemed confirmed.